Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f amplatzer torqvue 45x45 delivery sheath. It was reported the patient was prescribed anticoagulant, eloquis, with last dose taken on (B)(6) 2024. During procedure, the patient was administered heparin and their activated clotting time (act) levels were over 400s. While attempting to deploy the device, it was noticed the cable became detached from the device. It was reported only the lobe was partially deployed but the retention disc was still in the delivery sheath when it was noted the delivery cable was completely detached. A successful attempt was made to reattach the cable to the device by advancing the delivery cable and clocked until it was reattached. The amulet was then safely deployed and implanted. Prior to deployment, a short, thready thrombus was noticed on the delivery cable via transesophageal echocardiography. The thrombus was completely and safely removed from the patient's anatomy and no further intervention or treatment was required. The delivery sheath was in the patient anatomy for 75min but was not determined to be a significant amount of time for the procedure. The patient's most recent recorded international normalized ratio (inr) was 1.4 inr on (B)(6) 2024. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of premature separation and thrombus on the delivery cable during implant was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device remains implanted and was not returned for analysis. Information form the field indicated that patient's act levels were over 400s, and patient's international normalized ratio was 1.4 closest to the time of the reported thrombus. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The image provided is a fluoro image. It demonstrates an amulet device deployed, but not yet detached from the cable. There is adequate compression. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Thrombus is a possible outcome of the procedure per the amplatzer amulet instructions for use.